Manufacturer narrative:
Based on the information provided, it has been determined that the injury to the patient was not caused by a malfunction of the da vinci surgical system, instruments and/or accessories, but occurred due to the patient's anatomy, which caused the surgeon to inadvertently damage the patient's ureter while performing dissection. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the patient' ureter was damaged. There was no report by the site that the patient's injury occurred as a result of a malfunction of the da vinci surgical system, instruments and/or accessories.

Event description:
It was reported that during a single-site da vinci hysterectomy procedure, the patient's ureter was transected. Reportedly, no malfunction of the da vinci surgical system, instruments and/or accessories occurred during the surgical procedure. The surgeon made the decision to complete the planned procedure using the da vinci surgical system. A urologist was consulted to repair the defect to the patient's ureter. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who reported this complaint. According to the csr, he was present during the surgical procedure. The damage to the patient's ureter was identified immediately and he heard the surgeon comment that the damage to the patient's ureter occurred because the patient had an unusual anatomy. After completion of the robotics procedure the decision was made to repair the damage to the patient's ureter using open surgical techniques. The csr indicated that he was not present during the open surgical procedure.